Manufacturer narrative:
Investigation summary: no samples (including photos) were returned. Therefore, the complaint could not be confirmed. And the root cause is undetermined. A lot history review was carried out. And no related non conformances were raised in association with this packaged lot. Concluding all inspections were performed, as per the applicable operations and met qc specifications.

Event description:
It was reported, that 2 bd pen ndl 32g 4mm needles, were unable to deliver insulin/medication or leaked. The following information was provided by the initial reporter: material no: 320122, batch no: 0266084. The consumer reported, when taking the injection, the flow stopped before it was completed, the consumer also reported, once the insulin sprayed back onto the injection site. Date of event: unknown. Samples: yes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pen ndl 32g 4mm needles were unable to deliver insulin/medication or leaked. The following information was provided by the initial reporter : material no: 320122. Batch no: 0266084. The consumer reported when taking the injection the flow stopped before it was completed, the consumer also reported once the insulin sprayed back onto the injection site. Date of event: unknown. Samples: yes.